Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the drawer 6.1 and 6.2 not detected on bus.As per part investigation, it was determined that physical damage on the inductor L501 of the PCBA PMC HH (PN 151630-01), which caused the malfunction on components C605 and D601 of the PCBA DWR CNTLR (PN 151622-01, SN (b)(6)), leading to the failure of the SOLENOID 12VDC LATCH and indicating thermal damage due to overheating.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 27-AUG-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of B8S_AUX6.1&6.2 Not detected on bus was confirmed by FSE and subsequently confirmed in the DCHU testing and inspection process. According to WO (b)(4), the BD FSE reported that the solenoid was locked up and not allowing drawer 2-2 to open; therefore, it was replaced. When the station was turned on, none of the control boards in that drawer had lights on them. The FSE replaced both drawer controllers and the module controller boards. Tested in HTA and customer tested without any issues. During DCHU Visual Inspection: P/N 151630-01: The part was received with physical damage on the inductor L501. No signs of fluid ingress or missing components were detected.P/N 151622-01: The parts were received with no signs of physical damage, fluid ingress or missing components.P/N 353578-01: The part was received with signs of discoloration on the coil shielding, indicating thermal damage due to overheating. During DCHU Testing: P/N 151630-01: Since physical damage was detected during visual inspection, no testing was performed. P/N 151622-01: SN 5332433937: DMM testing determined defective components C605 and D601. No further testing was performed. SN (b)(6): DMM and functional testing determined a properly operating board P/N 353578-01: Since thermal damage was detected during visual inspection, no testing was performed. The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the reported complaint was physical damage on the inductor L501 of the PCBA PMC HH (PN 151630-01), which caused the malfunction on components C605 and D601 of the PCBA DWR CNTLR (PN 151622-01, SN (b)(6)), leading to the SOLENOID 12VDC LATCH failure which compromised the connectivity of the drawer to the station.